Manufacturer narrative:
The insulin pump was received with a button error alarm due to a corroded keypad. The unit had a cracked case at the display window corner, a minor scratched lcd window, broken battery tube threads, a broken reservoir tube lip, and a cracked reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a button error alarm. The customer stated that the device may have been "smashed" while at work. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.